Event description:
The pt received her scs system on (B)(6) 2009. It was reported that the pt is not receiving adequate stimulation relief. She is said to be experiencing residual back pain related to her original implant procedure. It was recommended that the pt request a consultation for purposes of reprogramming. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.